Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
It was reported to b. Braun medical inc. That an infusion set (material unknown, lot unknown) was being used to administer norepinephrine (norepi) during a laminectomy procedure on (B)(6) 2024. According to the complainant, the pump alarmed continuously air bubbles in line. No air bubbles seen in the intravenous (IV) tubing. Occurred twice 5 to 10 minutes apart. The patient's systolic blood pressure dropped to low 70's during this time. IV phenylephrine doses administered for hypotension. The complaint device is not available for evaluation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. The reported defect was unable to be confirmed. The root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.